Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. The pump was unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. However, the pump was received with normal operating currents and passed unexpected error test, rewind, displacement test, prime test and excessive no delivery test. No low reservoir alarm during testing noted. No moisture damage on electronic assembly during visual inspection was noted. The pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing o-ring.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she changed out her reservoir and noticed a missing piece on the reservoir compartment on the rim of the pump. The customer also stated that she changed out her reservoir and had a low reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.